Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while sewing up a section, the needle of the device loosened directly from the thread and spiked away. The needle was retrieved without further measures. Another device was used to complete the case. There was no patient injury.